Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device history records are not available as device is older than 15 years. The device has been returned and the investigation is ongoing.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: no connection between the aiming arm and attachment, insertion handle, is possible. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation which was carried out the offending article has shown that a fastening screw of a foreign manufacturer was used in the old aiming arm. In addition, the thread of the fastening screw has break outs. The thread of the guide frame art 357 521 has been affected by the damaged screw of the aiming arm article 357 570. Because of this damage pattern no solid connection can be established. The review on the material and production documents showed that the offending instruments were prepared according to the ao / asif specifications. No product fault could be detected.